Manufacturer narrative:
The company representative confirmed that the patient had renal failure before impella. The company representative will try to get the pump back after explant. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 37-year-old male patient with a past medical history of diabetes and dialysis, presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient was receiving dialysis and had a suction event and an episode of ventricular tachycardia (vt). The impella was repositioned under echocardiogram. A small bolus of albumin was given. No further issues were noted. The post-procedure outcome is unknown. The impella functioned at p-8 at 4.5l/min as intended.

Event description:
Additional information was received indicating that the low flow issue was resolved through standard troubleshooting.

Manufacturer narrative:
Additional information was received indicating that this report will be deemed unreportable.